Event description:
It is reported that when the surgeon used locking impactor, the tip of jaw broke. The surgeon confirmed by x-ray that the fragment does not remain in the patient's body. However, the fragment was not found in the operating room.

Manufacturer narrative:
This report will be amended when our investigation is completed.